Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d384drg, implantable cardioverter defibrillator (ICD),  (B)(6) 2012; 5076-52, implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for lead failure predictor on (B)(6) 2012. Ventricular non-sustained tachycardia episodes less than equal to 150 ms were recorded on (B)(6) 2012. There were 23 ventricular fibrillation (vf) less than or equal to 210 ms average v cycle between (B)(6) 2012. There were five lead failure predictors of high rate non-sustained of less than or equal to 217 ms average v-cycle between (B)(6) 2012.

Event description:
It was reported that during a routine follow up interrogation, the telemetry screen indicated a warning message of "inactive detection". The implantable cardioverter defibrillator (ICD) measurements were tested and found to be working as expected. During the interrogation, it was noted that the right ventricular (rv) lead had an alert due to oversensing and noise. Trend data indicated that there had been two patient alerts for lead noise and lead failure. Oversensing and inappropriate shocks were noted as well as low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.